Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that during device follow up following ablation procedure their heart rate was forty beats per minute and they believe their lower rate setting is fifty beats per minute. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.